Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacture for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a technical visit the output voltage of one channel at the motor battery charger was out of specs. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motor battery charger was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The charger has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.